Manufacturer narrative:
An outside the united states customer contacted siemens to report that random patient samples were giving discordant test results on an advia chemistry xpt analyzer. The customer did not provide test result data. Siemens is investigating.

Event description:
A customer contacted siemens and stated that random patient samples were giving discordant test results on an advia chemistry xpt analyzer. The customer did not provide test result data. It is unknown if the results were reported to the physician(s), or if the results were corrected. There are no known reports of patient intervention or adverse health consequences due to the random discordant test results.

Manufacturer narrative:
The initial MDR 2432235-2022-00065 was filed on 02-mar-2022. Additional information (29-mar-2022): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse found that two of the wash probes in the wash up/down mechanism were clogged. The cse unclogged the probes, restoring the functionality of the system. The cause of the discordant test results was the clogged wash probes. The system is performing within specifications. No further evaluation of this system is needed. Section h6 adverse event problem codes were updated.